Event description:
A reliant balloon was planned to be used in an endovascular procedure. Vessel morphology is unknown. It was reported that the physician prepared the balloon for use. It was not possible to inflate the balloon with saline solution. The physician believed the three-way stopcock connector was the source of the problem, not the balloon lumen itself. The procedure was completed using another manufacturer's device. No clinical sequelae were reported and the patient had no contact with the reliant balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: manufacturing related.

Event description:
The event was confirmed; the reliant balloon could not be inflated. The cause of the inflation difficulty was due to an unknown occlusion within the luer adaptor of the side port. The root cause of the occlusion could not be conclusively determined; however, most likely occurred during supplier manufacturing.